Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient stated she had fallen on the ipg site approximately one month ago. The patient stated she had felt pain located at the ipg site since the fall. A company representative had met with the patient and found when they attempted to reprogram the patient's scs system, the patient could not handle the pain when turning up the stimulation. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received reported the patient's scs ipg was replaced and the pocket relocated lower down on the same side. Additional information received identified the patient reported no more pain at her ipg site.